Event description:
It was reported by the customer the doctor was performing a hemiorrhoidectomy. It was reported the footswitch stopped working during the case. The doctor swapped the footswitch with another footswitch and completed the case with no patient consequence.